Event description:
Reporter of product complaint: patient. Summary of product complaint: whisperject glass broke while administering medication. Date of occurrence: (B)(6) 2020. Was the product taken/administered: no; can manufacturer arrange for product pick up: yes; start dates: unknown. Dispensed prior to acs?: (B)(6) 2020 and were? And drug therapy continous unchanged. Reported to (B)(6) by: patient/caregiver.